Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms over several months. Blood glucose level at the time of the incident was over 400 mg/dl. During troubleshooting, the customer was able to get insulin to exit the tubing without an alarm. The insulin pump was not replaced or returned for analysis.